Event description:
It was reported that the customer had an unspecified cartridge issue, insulin was not being delivered from the cartridge. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer addressed the elevated bg by a correction bolus via the pump and resumed insulin delivery. Ultimately, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.